Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's daughter-in-law contacted support to report multiple downstream occlusion alarms on the patient¿s pump. The patient confirmed that there were no bends, kinks, or clamps in the tubing, and that had already replaced the cassette and tubing. Despite these efforts, the alarm continued to trigger until changed the alarm settings, at which point it stopped. A registered pharmacist advised that if all external components were new and functioning properly, the next step would be to have the internal tubing checked at the hospital. The current line was placed in, and there have been no known issues or incidents of the line being pulled or shifted since then. The daughter-in-law stated they plan to monitor the situation with the new pump and, if the issue recurs, they will seek hospital assistance. This event happened while in use with patient and there was no harm/adverse event reported.